Manufacturer narrative:
E 1. Initial reporter facility name (B)(6) hospital, e 1. Initial reporter phone:(B)(6) the video was reviewed, and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the biosense webster inc. (Bwi) product analysis lab, the evaluation will be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and an irrigation inadequate issue occurred. It was reported that during the procedure, there was an intermittent or low irrigation on the device but not complete occlusion. There was no error noted from the irrigation pump. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and an irrigation inadequate issue occurred. It was reported that during the procedure, there was an intermittent or low irrigation on the device but not complete occlusion. There was no error noted from the irrigation pump. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the device was returned to biosense webster for evaluation. A visual inspection, pump, temperature, and impedance test of the returned device were performed in accordance with bwi procedures. Visual analysis revealed no damage or anomalies on the device. The temperature test was performed, and no issues were observed. A pump and pressure gage test were performed, and the device was irrigating correctly. No irrigation issues were observed. No malfunctions were observed during the device analysis. A manufacturing record evaluation was performed for the finished device number lot 31173611l and no internal action related to the complaint was found during the review. Additionally, the manufacture and expiration dates have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. The irrigation issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).